Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the torque handle required calibration testing. The repair technician reported worn out parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Previous follow up report number 1 (mw-322683) erroneously reported complained event as rescinded. Initial medwatch report (mw-317422) was correct device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This medwatch is being rescinded. The complaint was reviewed on march 1, 2016 and based on information received; this event does not meet the definition of an MDR reportable event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 03-01-2016: this medwatch is being rescinded: per reporter, the reported event of "worn and broken," was inaccurate. This device had not malfunctioned, there was nothing wrong with the four devices, other than the fact that they had gone through 50 autoclave cycles and per protocol, they needed to be returned.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number, 7155710, is not valid for the reported part number. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A service history record review was performed for the subject device (part no. 03.614.035, lot/serial no: 7155718-23). A service history of the past three years has been reviewed. The item was previously returned for service on 23-jul-2013,22-aug-2013,24-sep-2013,5-nov-2013,21-nov-2013,14-jan-2014,4-feb-2014,6-mar-2014,30-apr-2014,13-may-2014,11-jul-2014,18-aug-2014, and the device passed testing. The customer called in a service request for this item on 4-feb-2016 and reported the device as worn and broken. The previous service conditions of passed testing are not relevant to the current complained issue of the device being worn and broken. The manufacture date of this item is 17-apr-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four torque limiting handles with quick coupling were found to be worn and broken during routine instrument inspection. There was no report of patient or surgical involvement. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (2nm torque limiting handle with quick coupling, part number 03.614.035, lot number 7155718-23). It was originally reported that the subject device was worn/broken. Further dialog revealed that the device had been sterilized 50 times and therefore required service per synthes instructions for care and maintenance of torque-limiting devices. As previously reported, the device was examined by service and repair and no defects/deficiencies were identified¿the complaint condition was unconfirmed. The device was scrapped; however, as a result of an illegible etch. Further investigation revealed the etching was worn but still legible. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No definitive root cause could be determined as the complaint condition was unable to be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.